Event description:
The customer reported that the knife would not retract and the device jaws became locked. There was no patient injury. The site contact reported, they have no additional information.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.